Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2016-01296 / 01297 / 01299 / 01300). Device not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient had an initial right hip arthroplasty on (B)(6) 2005 and initial left hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on the left hip on (B)(6) 2014 due to allegations of metallosis, pain and disability. Operative notes received reported that the left hip was found to be subluxed, and that scar tissue and widespread metallosis were noted. The presence of metal debris and a malaligned cup were also noted. During the procedure, the modular head and acetabular cup were removed, and a modular head, acteabular cup and liner were implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.